Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, one day post implant, this right atrial (ra) lead exhibited increased pacing thresholds. A revision procedure was performed and this ra lead was surgically abandoned. No additional adverse patient effects were reported.